Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service engineer (fse) was dispatched to the facility and could confirm the reported issue: affected pump was replaced with a new one. Reportedly, issue happened more than once. Cockpit log files were retrieved and analysed. One instance of the message ¿arterial pump defective (142)¿ was recorded by the cockpit, confirming the reported condition. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an intermittent alarm ("arterial pump defective", 142) referred to a centrifugal pump drive mounted onto essenz heart-lung machine. The issue occurred during procedure. There was no patient injury.